Manufacturer narrative:
Added h.6 type of investigation and investigation findings corrected h.6 investigation conclusions. The device was not returned for evaluation. No work order information was provided so a DHR review and lot history review cannot be conducted. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Imagery was provided of the patient's anatomy and of the procedure. Tortuosity and undersized vessels were present in the left axillary. During removal, the tortuous anatomy in the patient led to non-coaxial positioning of the valve against the flex tip and subsequent non-coaxial withdrawal of the delivery system into the sheath. The delivery system was removed with the crimped valve against the flex tip. Parts of the artery remained attached to the valve. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU, device preparation manual, procedural training manual, and supplement for subclavian approach were reviewed. The operator is instructed to prepare the edwards sheath per its instructions for use. If necessary, predilate the vessel. Introduce the sheath per its instructions for use. Insert the loader assembly into the sheath until the loader stops. Advance the delivery system until the thv exits the sheath. The thv should not be advanced through the sheath if the sheath tip is not past the bifurcation to minimize the risk of vessel damage. The thv should not remain in the sheath for over 5 minutes as leaflet damage may result and impact valve functionality. For system removal, unflex the delivery system while retracting the device. Verify that the flex catheter tip is locked over the triple marker. Retract the loader to the proximal end of the delivery system. Remove the delivery system from the sheath. Completely unflex the delivery system prior to removal to minimize the risk of vascular injury. No IFU/training deficiencies were identified. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The withdrawal difficulty was confirmed from the provided imagery. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Without the work order information, a review of the DHR and lot history was unable to be performed and is unable to confirm that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The description states, 'during the removal attempt of the devices, resistance was encountered and a major vascular complication occurred (dissection of the axillary artery)'. Additionally, the complaint description reports, 'access was challenging due to tortuous vessels.' The provided patient imagery revealed the access vessel was tortuous and undersized vessel. Access vessel tortuosity can increase the likelihood of withdrawal difficulty as it can cause non-coaxial retrieval of the delivery system. An undersized vessel can create a restricted pathway or constrained condition resulting in difficulty, thereby increased resistance during withdrawal. The valve was still crimped on the balloon during a non-coaxial retrieval, it can get caught on the sheath tip and contribute to withdrawal difficulties. While a definitive root cause is unable to be determined, available information suggests that patient (tortuosity, undersized and vessels) and/or procedural factors (withdrawal of a crimped valve) may have contributed to the withdrawal difficulty and vessel injury events.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a challenging, tortuous axillary approach aortic case, the team had a difficult time advancing the sheath. The valve on the delivery system appeared to be 'diving' (misaligned from the pusher) while attempting to traverse the anatomy outside the sheath. The physician decided to remove the system as one. Major vascular complication in the form of a dissection of the axillary artery occurred and tissue was observed attached to the valve and delivery system when removed from the patient, possibly a result of difficulty withdrawing the valve and delivery system into the sheath. The patient was transferred to surgery for repair and was stable and recovering afterwards.